Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including hyperlipidemia (hld) and coronary artery disease (cad).

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of nine (9) years, one (1) month due to aortic stenosis. The patient initially presented with chest pain and syncope. The tavr procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was stable and doing well post procedure and was discharged on pod #1.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.